Event description:
After implantation the recipient showed the expected progress. In (B)(6) 2017 the user reported intermittence and strange sounds from processor; this occurred again in around (B)(6) 2019. CT scan does not show any migration of the electrode. X-ray revealed that the implant housing was sitting slightly inferior to the normal position; however, this has been the case since implantation. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the recipient experienced facial nerve stimulation on particular channels. This is a known post-operative side effect of cochlear implantation. In addition the recipient's difficult anatomy and ossified cochlea likely contributed to the observed issue. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation the recipient showed the expected progress. In (B)(6) of 2017 the user reported intermittence and strange sounds from processor; this occurred again in around (B)(6) 2019. The recipient was re-implanted on (B)(6) 2020.